Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited oversensing of the t waves on the ventricular channel, which led to non-sustained ventricular tachycardia (nsvt) episodes to be stored. Technical services (ts) was consulted and low sensitivity programmed was suspected. In addition, it was found that there was some variability in the r-waves that could had been related to the right ventricular (rv) lead position, but it was not conclusive. Sensitivity adjustments and further testing was recommended. This ICD remains in service. No adverse patient effects were reported. Additional information was received, the health care professional (hcp) called for assistance to review the t-wave and r-wave amplitude. It was found that the r-wave had shown an intermittent low amplitude. Sensitivity adjustments and further testing was recommended. This ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited oversensing of the t waves on the ventricular channel, which led to non-sustained ventricular tachycardia (nsvt) episodes to be stored. Technical services (ts) was consulted and low sensitivity programmed was suspected. In addition, it was found that there was some variability in the r-waves that could had been related to the right ventricular (rv) lead position, but it was not conclusive. Sensitivity adjustments and further testing was recommended. This ICD remains in service. No adverse patient effects were reported.